Event description:
During training by a distributor, the device displayed "defib fault 78" and "bridge test failed" messages. The complainant indicated that there was no patient involvement in the reported malfunction.